Event description:
Vns patient suffered trauma to the generator site and that the generator had subsequently migrated and the area had become red and inflamed. Generator replacement surgery is planned.